Event description:
Approximately 6 years 10 months after initial right tha, the patient was revised due to pain and dissatisfaction. Upon examination, the patient has a recalled poly liner. The patient underwent a poly acetabular liner swap and a femoral head swap. The event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. The patient was revised to exactech devices. Patient was last known to be in stable condition following the event. Images and x-rays provided. The device is available for return.

Manufacturer narrative:
D10: concomitants: 4940953 132-36-52 - nv gxl liner lipped 36mm ID group 2. 4861124 170-36-00 - biolox delta femoral head 36mm od, +0mm. 4929723 101-05-30 - 3.2mm drill bit30mm 1pk. 4886108 180-65-20 - alteon 6.5mm screw, 20mm. 4821685 180-65-35 - alteon 6.5mm screw, 35mm. 4925615 186-01-52 - integrip cc, cluster 52mm, g2. 4916437 190-20-07 - alt ha s noclr std sz 7.